Manufacturer narrative:
A ge representative evaluated the system and replaced the right monitor. System operates as intended.

Event description:
It was reported that the right monitor is not working. No patient injury was reported.